Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid discovered in the pump module area and on the external of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed their treatment using continuous ambulatory peritoneal dialysis (capd). No damage was noted on the cassette upon removing it from the cycler. The patient has continued treatments on their cycler without issue since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid discovered in the pump module area and on the external of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed their treatment using continuous ambulatory peritoneal dialysis (capd). No damage was noted on the cassette upon removing it from the cycler. The patient has continued treatments on their cycler without issue since.